Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated that the expected volume 100 ml had been delivered. However, there was more volume remaining in the bag than anticipated. It was suspected that the bag may have been prepared incorrectly initially. To rule out all possibilities, a request was made to verify that the pump was calibrated correctly. The operator of the device was health care professional and event occurred in patient home. There was patient involvement and no patient harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period